Event description:
Patient revised on (B)(6) 2020 due to suspected infection (primary surgery date unknown). Surgeon explanted two cortical screws (reference and lot numbers unknown) and inspected for infection. No new components were implanted.